Event description:
A us distributor contacted zoll to report that a patient developed a red itchy heat rash on their back from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed doxycycline antibiotic and a cream for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.